Event description:
It was reported via repair work order that the headend lift was stuck elevated and won't lower due to malfunctioned cpu board and coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.